Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one port opened by the account. The circular seal was cut. The envelope seal was intact. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged and torn seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a 10mm reusable clip applier got caught on the seal of the device and pushed the seal into the patient's cavity. A grasper was used to remove the seal from the patient and a new device was opened. There was no injury to the patient.